Manufacturer narrative:
H.6. Investigation summary: three photos were received by our quality team for evaluation. From visual inspection of the photos, blood leakage was observed on the center of the white cap. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the leakage could be due to a sink mark caused by plastic fumes due to the cone area being the last part to fill with plastic. However, since no samples were received for for evaluation, no further investigation could occur and the root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had a hole in the cap. This was discovered after use. The following information was provided by the initial reporter: there is a hole in the sealing cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had a hole in the cap. This was discovered after use. The following information was provided by the initial reporter: there is a hole in the sealing cap.